Event description:
During left knee arthroscopy, medial menisectomy, lateral menisectomy and plica excision, while debriding the knee with the sabre tooth arthrex shaver, the surgeon noticed silver specks floating in the joint. He replaced the shaver, then irrigated and suctioned in an attempt to remove the specks.